Event description:
Pt reported faulty cassettes, they all have bags that are larger than the cassette itself and some of them have specs in the bag. She is avoiding those, but using the other bags without specs that are still too large for the cassette. The lot numbers are 3876356, 3834171, and 3813603. No injury as result. Pt wasted cassettes though. Pt may have available to resend back to smith medical. No interruption in infusion. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life - sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Pt may have cassettes available to return. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.